Event description:
It was reported that prior to a percutaneous coronary intervention, stent dislodgement occurred. As the physician removed the protective sheath from the 2.5x16mm promus element stent, the stent was "pulled out." The procedure was completed with another 2.5x16mm promus element stent. No patient complications were reported.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent dislodgement occurred. As the physician removed the protective sheath from the 2.5x16mm promus element stent, the stent was "pulled out." The procedure was completed with another 2.5x16mm promus element stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was stretched along its length. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damaged was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product (B)(4).